Event description:
It was reported that the touchscreen was cracked, unreadable, and did not respond. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.